Event description:
Port was unable to aspirate. Nurses tried to manipulate the port to restore patency. A dye study was performed and it was observed that the device catheter was resistant to infusion and would not aspirate.